Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error, diminished battery life less than week, screen was cracked and battery cap was worn out. Customer's blood glucose value was unknown. Customer declined helpline technical support department. The device will not be returned for analysis.